Manufacturer narrative:
Upon investigation, it was found that batteries were installed backwards in the battery compartment. Additional testing confirmed that batteries may leak when the batteries are placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report battery fluid leaking from the base of the purely yours breast pump she used that morning on battery power. She states that the pump began sounding weak and slowing up. She stopped pumping, opened the battery compartment and found leaking black fluid coming from the batteries in base. Some fluid leaked onto her right leg, stained her pants and burned her thigh. Customer washed her right thigh with cool water and did not seek medical attention. She described the burn as a red spot the size of a half dollar and skin intact without blisters.